Manufacturer narrative:
The field service representative (fsr) inspected and replaced multiple parts including the valve-check, inline, ppro (h-10000804-01) and valve assy, 2-way, n/c, epdm seal, 24vdc, smc lvm15 (h-35004169-01) as troubleshooting of the waste subsystem and the dilution cup drain line after valve 09 which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of this data did not identify increased complaint activity for the alinity hq processing module or the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity hq and customer reported event. A labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity hq processing module, list number 09p68, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased results generated from alinity hq processing module for multiple complete blood count (cbc) results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) hemoglobin initial=7.82 g/dl /repeated on alinity hq00456=15.4 g/dl on (B)(6) 2025 repeated on alinity (B)(6) with normal results (no actual results provided). There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results generated from alinity hq processing module for multiple complete blood count (cbc) results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) hemoglobin initial=7.82 g/dl /repeated on alinity (B)(6) =15.4 g/dl on (B)(6) 2025 repeated on alinity (B)(6) with normal results (no actual results provided). There was no reported impact to patient management.